Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Tampons were shredded [device breakage]. Probable manufacturing cause [manufacturing issue]. Case narrative: consumer reported via phone that the tampons were shredded. No injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampons were shredded [device breakage] case narrative: consumer reported via phone that the tampons were shredded. No injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampons were shredded [device breakage]. Case narrative: consumer reported via phone that the tampons were shredded. No injury was reported.